Event description:
Customer reported system locked during start of a pain management case during disk o gram, reboot the system worked fine for rest of the case was able to finish the case.

Manufacturer narrative:
Gehc service personnel replaced the high voltage cable with new one. Verified the functionality of the collimator successfully. Functional check carried out system works as intended.